Event description:
It was additionally reported that the controller exchange was confirmed to be due to regular replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller serial number: (B)(6) evaluated following a software upgrade. Per the information provided, a low flow software upgrade was performed to the exchanged controller. Per the provided information, the controller exchange was a regular replacement. No specific functional issue was reported with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information will be made. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, a low flow software update was requested due to low flow alarms. It was additionally stated that the software change was to accommodate a replacement of a system controller that had already had the software upgrade.